Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer received the following results on the mobile system within 10 minutes: 2.6 mmol/l, 3.0 mmol/l, 5.5 mmol/l, 10.7 mmol/l, and 18.8 mmol/l. Customer reportedly had low blood glucose symptoms and was treated with dextrose by her husband. Customer's condition did not improve, and an ambulance was called; she tested 1.6 mmol/l on the emergency physician's meter and was treated with a glucose IV. The time between the results obtained on the mobile system and the professional result of 1.6 mmol/l is not known. Customer's condition has improved. Requested return of suspect device.